Event description:
It was reported that noise oversensing was observed on the right atrial (ra) lead during the implant procedure. Provocation maneuvers were performed, and ra leads and can were inspected. Blood was present in the header and was cleared out. The ra was tested in the device, and while all measurements were in range, noise was still present on the ra lead. Fluoroscopy was then performed and leads removed from the header and tested on the psa, with all measurements were again within range. The physician subsequently chose to replace the ICD. Ra lead noise was still present on the new device, and further follow-up is expected post implant. No adverse patient effects were reported.